Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported a change in therapy. Therapy was not as effective as it was not going to the correct area in the past three to six months. Stimulation was in an undesired location. The patient indication was for failed back surgery syndrome, and spinal pain. Follow-up was performed to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received.